Event description:
The facility representative reported a colleague infusion pump which experienced failure code 804:22 on channel c. It is unknown when or at what point in the process this event occurred. There was no report of patient injury or medical intervention necessary. The user interface module master software version is 5.03.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 804:22 and determined the root cause to be a faulty user interface module printed circuit board and faulty user interface module to pump head module power and signal harnesses. The user interface module to pump head module power and signal harnesses were replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Corrected information: the results code was corrected. The device evaluation summary can be corrected to: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 804:22, and the root cause could not be determined. The user interface module printed circuit board and user interface module / pump head module power and signal harnesses were replaced as a precaution. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.